Event description:
Report received from the USA requesting a repair on an attachment device stating that the product deficiency was unk. The reporter stated that it was unk where and when the deficiency occurred. The reporter stated that is was unk if the attachment device was being used in surgery or if there were any injuries or medical intervention reported. The reporter stated that there was no pt information available. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. Although the reporter did not allege or identify any deficiency, it was observed, during functional testing and a visual assessment, that the attachment device failed vibration acceptance test and a visual assessment. Evidence suggests this was die to usage/wear over time. If additional information is received, a supplemental report will be sent.